Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed on the returned device as a tear on the outer member. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. It is possible that inadvertent interaction with other devices may have contributed to the observed tear and subsequent leak; however, this cannot be confirmed. Additionally, it was reported that the stent delivery system (sds) was not prepared per instructions for use (IFU), as the device was not air aspirated outside the anatomy. It is unknown whether this IFU deviation related to stent preparation contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: incorrect prep.

Event description:
It was reported that the procedure was to treat a lesion in the first diagonal artery. Pre-dilatation of a bifurcation lesion was performed. The 2.25x38mm xience skypoint stent delivery system (sds) was not prepared per instructions for use (IFU) as the device was not air aspirated outside the anatomy. The delivery system was advanced to the lesion and a nc trek neo balloon in the ramus interventricularis anterior (riva) artery for a planned mini crush. However, the contrast medium did not reach the balloon during dilatation of the xience skypoint and contrast medium spread out more proximal of the stent catheter. Stent was not implanted and was removed still attached to its balloon upon removal. The stent and delivery system was retrieved through the guiding catheter successfully and 2.25x38 mm non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.